Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 analyzer. (B)(4).

Event description:
It was reported that the programmer exhibited intermittent loss of communication when interrogating devices. It was noted that the problem seemed to be due to the connection where the programmer head plugs into the programmer. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed a loss of communication during interrogation; unable to interrogate using a known good rf (radio frequency) head; rf head connector was found slightly loose on the lem (link electronic module) printed circuit board assembly. Analysis also found a tab on the power cord door was broken and the stylus connector was a little loose but still functional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.